Event description:
It was reported, the generator was not working. The lights kept blinking and a warning code kept coming up, they didn't remember what code it was. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The top lid was scratched, the front panel overlay was scratched. The unit delivery rf energy correctly into the fixed resistors. Also found c89 on dc power supply pcba had been knocked loose. The cap was still making contact with the pcba but needs to be reflowed. Since f5 is the only fault listed in error log, it is assumed to be the reason for return. A f5 fault will occur when the dc power supply boots into an uncertain state. For safety reasons, the system shuts off and requires power cycle before it will deliver rf energy. Rebooting clears the fault. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.